Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure and mesh was used. During the procedure, the tail part of the mesh snapped off when pulled. A like device was used to complete the procedure and it worked well. There were no adverse patient consequences reported.